Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, and weight. A beckman coulter (bec) field service engineer (fse) was dispatched to the customer's site to assess the instrument's performance. The fse cleaned reagent precision pump one (1) and replaced reagent precision pump two ( 2). All verification testing passed within published performance specifications. In conclusion, the cause of the non-reproducible access cea result is due to a hardware malfunction of reagent pipettor two (2), although no one sub-part of the reagent pipettor can be implicated as the sole contributor to this event.

Event description:
The customer reported obtaining discrepant carcinoembryonic antigen (access cea) results for one (1) patient on the laboratory's unicel dxi 600 access immunoassay system (serial number (B)(4)). The customer reanalyzed the patient sample two (2) additional times on the original unicel dxi 600 access immunoassay system using a different reagent pipettor and obtained lower results. The customer analyzed a second sample from the patient on the original unicel dxi 600 access immunoassay system and obtained similar lower results. The initial access cea result was released from the laboratory and a corrected result was generated after testing of the redrawn sample. There was no impact or change to patient treatment in conjunction with this event. Calibrations were performing within assay and instrument specifications prior to and after the event. Quality control (qc) was imprecise prior to the event. A ten (10)-replicate precision test using the customer's qc level 3 material performed on reagent pipettor one (1) passed within assay specifications. A ten (10)-replicate precision test using the customer's qc level 3 material performed on reagent pipettor two (2) did not pass within assay specifications. The customer reported that there were no error messages posted to the instrument's event log in conjunction with this event. The customer collected the patient's samples in a serum tube with gel separator which was then centrifuged for seven (7) minutes at 3,700 rpm (revolutions per minute) at room temperature. There was no report of sample integrity issues from the customer. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.